Event description:
The customer reported that x-rays stayed on after releasing the x-ray switch. No pt injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe x-ray switch was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service infuriating was provided.